Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer has tried several batteries and was calling back after getting a replacement battery cap. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was instructed to leave battery out of the pump for 2 hours to ensure any residual within the device has dissipated. The insulin pump was not returned for analysis.